Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the ins was interrogated, the clinician tablet displayed an alerts that indicated there may be an impedance problem with electrode 12 14 15. The caller indicated that the patient was programmed using electrode 14. The caller provided the following impedance values from the tablet: ref 0 8 920ohms 9 27500ohms 10 40000 12 920ohm 13 950ohms 14 970ohms 15 970ohms ref 12 13 860ohms 14 930ohms 9 27750ohms 10 40000ohms ref 14 9 27670 10 40000 all other values are in the range of 900-950ohms the caller did not require further troubleshooting. Tss reviewed information about impedances and therapy considerations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that pt called technical services and was instructed to not use the electrodes that had high impedances. The cause of high impedances was not determined. The patient was reprogrammed without using those electrodes and he got relief. Pt weight not available. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.